Event description:
The physician reported that tear in a sleeve (a hole in a cover of ultrasound tip was found) during cataract surgery with intraocular lens implant. The surgery was completed after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A tear in the sleeve was reported. An opened sleeve in fluidics management system (fms) pak tray was visually inspected. A hole like a short shot was found on the base. The root cause of the customer's complaint of hole in sleeve was related to an error caused during the suppliers manufacturing process. The supplier has been notified of this complaint and will take appropriate actions as necessary. All lots are verified that all required inspections have been performed and all acceptance criteria are met. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint via the complaint review meetings and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).